Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and went to the hospital on an unspecified date. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not provide their blood glucose level at the time of the call. The customer reported that they did not remember how to change their infusion set and placed their insulin pump into suspend delivery mode. The customer changed their infusion set and went to the hospital. It is unknown if the insulin pump was in automode at the time of the incident. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.